Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image anomaly. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, e3, g2, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Event 1: it was not reproduced during the investigation. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of distal end of the video telescope. The most likely cause is that physical impacts and similar damage caused additional scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.